Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie pockets failed. The customer stated that the malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was jammed and not sensing closed, preventing the full-height drawer from opening. A field service engineer removed the drawer and replaced the slide rails. The open-close sensor was found to be damaged by the bearing cage. Then, the field service engineer replaced the sensor, cleaned and inspected the unit to resolve the issue. The system functioned as intended after the field service engineer repaired the device.